Event description:
A customer observed a discordant negative (B)(6) result obtained from a single patient sample when tested on a vitros eci immunodiagnostic system. (B)(6) results were obtained from both a non-vitros method and a repeat of the same sample on vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed could lead to inappropriate physician action. The (B)(6) result was reported from the laboratory. However, a corrected report was later issued upon repeat of the sample. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a discordant (B)(6) result was obtained from a single patient sample when processed on a vitros eci immunodiagnostic system. The assignable cause of the event could not be determined. An unknown vitros (B)(6) reagent issue and pre-analytical sample handling cannot be ruled out as a potential contributing factor. Additionally, the possibility of a sample mix up cannot be ruled out as a contributing factor. There was no indication that an instrument issue contributed to the event. The assignable cause of the event is unknown.